Event description:
It was reported to aesculap inc. That a vega knee implant (part # unknown) was implanted during a primary procedure performed on an unknown date. According to the complainant, there was complete loss of cement bonding to implant of the right knee. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was not returned to the manufacturer for evaluation. A revision surgery was necessary. Although requested, additional information has not been made available. The malfunction is filed under (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as the lot number was not made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.